Manufacturer narrative:
During a coil embolization, the 5 mm x 10 cm deltapaq cerecyte microcoil stretched during repositioning in the 8mm aneurysm. The device was safely withdrawn from the patient. Another device was used to complete the procedure. The coil was returned with proximal stretching and buckling of the third secondary winding off the ball tip. The evidence strongly suggests that the coil damage occurred during repositioning. In order for this damage to occur, the coil had to have been anchored prior to the retraction for repositioning. There are multiple contributing factors that may have occurred. The coil may have been anchored on the coils dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. The exact circumstances of how this damage occurred cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines the following: ''caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.'' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive conclusion can be made, based on the available information, the analysis, and the device history records review it appears that device manipulation and procedural/handling factors may have contributed to the reported stretching of the coil with no indication of a relationship to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
Per received report: the patient came in with basilar aneurysm at carotid segment; the size is about 8mm. When the physician filled the coil into aneurysm, he found the coil was stretched. Then the physician withdrew it and changed another one to complete the procedure.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.